Event description:
Surgeon fired stapler intra-operatively and staple load failed causing patient to bleed. Per surgeon interview later he said the tissue was no thicker than normal for a pulmonary vein. The staple line partially failed requiring intraop bleeding control and alternative measures. The patient did not require a blood transfusion and is otherwise ok. Manufacturer response for staple, implantable, tri-staple 2.0 (per site reporter).